Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was not established, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end (d/e) plastic cover was cracked . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope exhibited visible white particulate matter, some of which were large and appeared to originate from the distal end. It was observed that the protective rubber at the distal tip had partially detached, allowing internal material to protrude. A piece of tape was applied by the user to indicate the specific location of the defect. The issue was found during reprocessing. There were no reports of patient involvement.